Event description:
Customer reported the insulin pump was alarming lost sensor during initialization period. Customer was advised to wait two hours to start the sensor. Troubleshooting was performed. Blood glucose level was 186 mg/dl. Customer was unable to confirm serial number for the transmitter. Customer stated the insulin pump was communicating with the transmitter. The alerts were verified in the insulin pumps' history. No other alarms noted. The device was inserted on (B)(6) 2014 and on the abdomen, in a 45 degree angel. Customer was advised to raise the angle due to height and weight. Customer advised that alarmed could have occurred because of radio frequency interference, monitor the device, and call if any issues arise. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.